Event description:
Customer reported a past high blood glucose event with the specific high value unknown and displayed as ¿high.¿ cause was not known. Customer administered a correction injection using mdi and was advised by cts to consult with a healthcare professional to discuss potential factors affecting blood glucose levels.